Event description:
It was reported to manufacturer that the sites hand held screen was continually freezing upon interrogation of several vns patients devices. The site requested a new hand held to replace the non-working product. Attempts to obtain the non-working hand held and software for analysis have been made, but have been unsuccessful to date.